Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was blocked was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat and had unintended activation/motion. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI:b)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had corrosion/rusting/pitting, a damaged flex circuit, unintended activation/motion, a worn bearing, was making excessive noise, heat, illegible etching, cord damage, cable damage, and component damage. It was further determined that the device failed pretest for visual assessment, cable assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, and no short circuit between sensor gnd and connector body, safety assessment, noise assessment, and handpiece temperature assessment. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.